Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when the syringe was removed after the balloon inflation. As a result, the balloon would not remain inflated. The harvester managed to complete the procedure using the same device. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting and the balloon deflated. The reported failure was confirmed.